Manufacturer narrative:
Philips has received this complaint. It was reported to philips that low disk space. The system was not covered under warranty and no investigation was possible as the case was cancelled for not being covered under warranty. Rse cancelled the case. No service has been performed by philips. To date, no further information was received. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips about the system gave a remote alert indicating the disk space of the suite computer was low, which can impact imaging. No harm to the patient or user was reported. Philips has started an investigation of this complaint.